Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model: mc1vr01-delsys, expiration date: 14-feb-2020, serial #: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Mfg date: 16-aug-2018. Device evaluated by MFR: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) there was a pacing problem and high thresholds during positioning. It was also reported that when an acceptable position was found the ipg dislodged when the security wire of the delivery system (ds) was removed. It was noted during a second attempt to remove the security wire the catheter was pulled over the ipg. The ipg and ds were removed and replaced. No patient complications have been reported as a result of this event.